Event description:
Reporter states his biventricular pacemaker died on him and he was placed on life support. Reporter states on (B)(6) 2024 he felt a kicking on his chest and then emergency medical services showed up at his home telling him he needs to go to the emergency room because his pacemaker may fail at any given moment. Reporter states he had multiple episodes of syncope at the hospital and had to be airlifted to another hospital. Reporter states there was a recall on this device in 2017 that he was unaware of until the event.